Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached and the customer was unable to obtain readings. As a result, customer experienced feeling sleepy and a loss of consciousness and seizure. Customer was able to self-treat was taken to the hospital where they received an unknown injection for a diagnosis of hyperglycemia . There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.